Manufacturer narrative:
The device was returned to olympus, testing and inspection found: residual liquid or foreign material that came out of scope cylinder and the incorrect scope was utilized during reprocessing. During inspection and testing the following was also found: the customer¿s complaint (forceps get caught during insertion or removal) could not be reproduced. Crack in the connector cover caused by customer handling and due to physical stress the control unit has a scratch. Due to insufficient cleaning the light guide lens and bending section cover is dirty. The switch box, scope cover, grip, universal cord, and the scope connector are scratched or dented caused by physical stress, the light guide cover glass has corrosion due to chemical stress, the cope cylinder is shaved, it was scraped with the cleaning brush. Due to wear of the angle wire, bending angle in up and down direction does not meet the standard value. Due to wear of the angle wire, the play of right/left and up/down knob is out of the standard value. Due to deformation of nozzle, water removal ability does not meet the standard value. Due to clogging of scope cylinder, suction valve does not return after being pressed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during normal maintenance a channel blockage was found while inserting the forceps. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: residual liquid or foreign material that came out of scope cylinder and incorrect scope was utilized during reprocessing. This report is being submitted for the malfunction found during evaluation (residual liquid or foreign material that came out of scope cylinder and incorrect scope was utilized during reprocessing).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following questions were answered: event 1: blockage in suction cylinder due to which channel cleaning brush cannot be inserted. The suction cylinder is clogged with foreign objects. ·what kind of foreign material: can not be identified. ·have you confirmed the cause of the foreign material: there is a possibility that customer has not brushed enough while reprocessing device. ·did user perform last reprocess in accordance with instructions for use (IFU): although customer follows correct reprocessing per training/ IFU, the device could not be brushed enough by customer. Event 2: dirt was confirmed in the following parts (light guide lens is dirty, a-rubber (bending section cover) is dirty). ·what kind of dirt: can not be identified. ·have you confirmed the cause of the dirt: there is a possibility that customer has not brushed enough while reprocessing device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined as to why the foreign material remained clogged in the suction cylinder, and the light guide lens / bending section cover (a-rubber) was dirty. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "-inspection of the endoscope" olympus will continue to monitor field performance for this device.